Event description:
The parent of the patient reported that the patient was admitted to the hospital due to severe pain around the implant site. The patient was treated with vankomiacin and appeared to be better.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. Due diligence attempts to contact the patient has been unsuccessful. The patient's device remains implanted. This is the final report.